Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician had to cut off the #3 electrode from the lead during several implant procedures. During the implant, the physician would tunnel the lead behind the ear. This would cause the #3 electrode to disconnect from the lead body. He then would have to cut off the #3 electrode with a surgical scissors. The physician felt that the lead cap with the 1 set screw did not provide a secure attachment. One to two weeks post lead implant, during the stage ii implant, the physician implanted extensions and the neurostimulator. It was the company representative's impression that during the stage ii implant, the physician pulled the lead down by grasping the lead cap, which potentially damaged the contact. Additional information was requested.